Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger b3: event date is month and year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that they were having trouble charging their implanted neurostimulator and the issue began last week sometime. Patient stated that today they were charging for 2 hours with excellent quality and the implant battery only increased from 50% to 60%. Patient stated the recharger paddle got really hot. Patient reported that the controller drained to 60% during the charge session. Patient stated that usually the recharger gets warm but today it has gotten hot; patient followed up saying they think a wire is loose or something in the recharger. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger h3: analysis of the recharger found no issues with finding or charging implant. No anomalies were visually observed. Passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.